Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had error 101. The event occurred inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the customer contacted olympus technical assistance support (tac) via phone. Technical assistance support (tac) communicated to the customer that the unit needs to come in for repair. Customer was transferred to the repair center for processing the unit. The customer informed tac of the event. The device is not returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was confirmed by technical assistance center (tac). A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.